Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e411 analyzer. A first sample was collected from the patient and tested, resulting as 5 pg/ml. This value was reported to the doctor. A second sample was then collected from the patient and tested, resulting as 14 pg/ml. This value was also reported to the doctor. A third sample was collected from the patient and tested, resulting as 4 pg/ml. This value was reported to the doctor. After the third sample was analyzed, the customer questioned the result from the second sample. The customer also stated that a control was measured and found to be elevated. The control was then repeated, recovering with a lower value. Since controls were not precise, the customer decided to change the reagent pack, calibrate, and repeat controls. After doing this, the second sample was repeated, resulting as 4 pg/ml. The second sample was repeated again, resulting as <3 pg/ml. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). The field service engineer cleaned the internal reservoir, replaced pinch valve tubing, replaced other tubing, replaced probes, and replaced a rinse station. He checked the mixer speed and deleted calibration data. He checked the photomultiplier tube high voltage and adjusted it. He performed a blank cell and ran performance testing. He calibrated the tnths stat assay and ran quality controls. A specific root cause could not be determined based on the provided information. An unknown issue with the used reagent kit caused the high result.